Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that the phenomenon occurred due to faulty communication interface. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had no image. The issue was found after a diagnostic (gastroscope) procedure. The procedure was completed with the same device with no delays. There were no reports of patient or user harm associated.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that there was no image due to a faulty communication interface. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.